Event description:
It was reported that the drain bag did not come with green tubing or connector.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect assembly operation". It was unknown whether the device had met relevant specifications. Based on no patient involvement the product does not appear to have been used. However, the product is intended to be used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that the drain bag did not come with green tubing or connector.